Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g2; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: one month post-op hospital report: patient using a manual wheelchair, cannot stand for long, leans on a walking frame; rom 15-110deg, simple postoperative effects still presenting joint limitations and muscle weakness. Three month post-op labs: gram stain - numerous red blood cells, no growth; anaerobic growth positive. Four month post-op consult: aspiration revealed propionibacterium acnes ¿ positive for chronic infection. Five month post-op revision op note: major synovitis with cloudy intra-articular fluid; all components replaced in a 1-stage fashion without complications. Discharge summary: no postop concerns, standard of care therapies and follow-up prescribed; x-ray shows good alignment, no concerns. Two month post-revision rehab: no pain at rest, minimal (2/10) while walking; rom -15-90deg, simple postoperative follow-up still with joint limitations and muscle weakness; intraop samples found staphylococcus epidermis (2 different strains) and cutibactrium acnes, antibiotics adjusted accordingly. Four month post-revision MRI: there is no sign of rupture of the tendons of the extensor apparatus: the quadricipital tendon is continuous and not retracted. No obvious abnormality of the patellar tendon. Four month post-revision consult: after a favorable start, he quickly progressed to quadriceps muscular atrophy. The evolution is quite stationary despite a well-conducted rehabilitation. Emg recommended to assess quadriceps. Five month post-revision emg: a synovial biopsy was performed during the placement of a second left knee prosthesis objectifying erosive hyperplastic synovitis and the latest joint puncture results were in favor of a gout attack. Between the initial and revision surgeries, the patient was walking normally, then following the last operation for the revision of the prosthesis, he noticed a progressive deterioration with motor deficit predominant on the left quadriceps, initially at 4/5 and currently at 2/5. Neurologist concludes that while a quadriceps motor deficit is present and likely due to the infection and revision surgery, she is confident of a good prognosis with continued rehab. Ten month post-revision CT: effusion of the left subquadricipital recessus, possible hematoma; no hardware abnormalities eleven month post-revision emg: in total, this emg highlights damage to the left femoral nerve, with no sign of recent suffering today, which indicates a lesion that dates back several months. This damage to the left femoral nerve is well correlated with the symptoms (deficit of the left quadriceps muscle). The examination is disturbed by voluminous edema of the lower limbs, there are possible arguments in favor of a sensitimotor neuropathy of the lower limbs, axonal, chronic and nonprogressive. However, motor conduction speeds are normal, and the decrease in amplitudes may be related to diffuse edema. Reported event was confirmed by review of provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: 42500607001 femur cemented (ps) standard left size 11 lot# 66089870. 42532007901 tibia cemented 5 degree stemmed left size g lot# 65534930. 42511401011 articular surface fixed bearing (ps) left 11mm lot# 65964365. 42557000114 stem extension tapered cemented 14mm dia +30mm l lot# 66328234. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient displayed continued joint limitations and muscle weakness. An aspiration performed 4 months postop revealed bacterial growth. The patient underwent a one-stage revision one month later with no complications. After the revision, the patient demonstrated ongoing joint limitations and quadriceps atrophy unresolved with additional physical therapy. A neurologist correlated the patient¿s symptoms to femoral nerve damage. No additional procedures or intervention has been reported at this time.